Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) reset during a pulse test. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. Upon evaluation the monitor reset during pulse testing. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.